Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error message e433 occurs when the effective value of the output signal falls below the specified limit, which normally indicates a low-impedance diode chain. In the beginning of july 2020, an improved generator board design was introduced into production, after the device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
During inspection and testing, error 433 occurred due to a faulty circuit board. In addition, calibration adjustments could not be done due to a faulty embedded protection circuit and there were scratches and dents on the top and front panel of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The loaner device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, error 433 occurred. This report is being submitted for the malfunction found during evaluation (error 433). There was no harm or user injury reported due to the event.